Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported tissue damage and slda appears to be due to the patient¿s anatomical conditions. In the physician's opinion, the slda was due to thin and long leaflets and because of the prolapse and tissue excess. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a thin prolapsed mitral valve. A mitraclip xtr was advanced and grasping was achieved. The clip was deployed, however, after 4-5 heart beats a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. In the physician's opinion, the slda was due to thin and long leaflets and because of the prolapse and tissue excess, it wasn't sure what was grasped. The gripper line was released. On echocardiogram, the posterior leaflet looked damaged. Two additional mitraclips were implanted to further reduce mr and to stabilize the slda, reducing mr to 1-2. There was no clinically significant delay in the procedure. The patient was in stable condition. No additional information was provided.